Event description:
It was reported after a therapeutic ercp the cap came off in the patient and was removed and discarded. The procedure was completed using the same device. The were no reports of patient harm.

Event description:
No additional information from the customer. This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
Correction is being made to previously submitted f6 - date user facility/importer was aware, which was not late. The correct date was 5/19/2025.

Event description:
This supplemental is being submitted to provide additional details to b5. It was additionally reported that the physician was present and noticed immediately after scope removal that the distal tip was not present. Cleaning had begun and the tech had also noted the missing cover. The physician re-inserted an endoscope to remove the cover. An additional dose of anesthesia was administered as well. There was a 10 minute delay but it was confirmed that there were no patient symptoms and no impact to the patient.